Event description:
Manufacturer report number: 1627487-2023-05924. It was reported the patient¿s ipg was inoperable, and the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted. On (B)(6) 2023 surgery took place wherein the ipg was replaced, and the lead was explanted and replaced. Stimulation was restored.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.